Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2; h3; h6 complaint is confirmed. Visual examination of the returned product identified an outer cavity crack with one edge split open; the inner cavity exhibited no damage or breach. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint history identified similar complaints for the reported item and no additional complaints for the reported part and lot combination(s). Medical records were not provided. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile plastic tray got cracked. There was no patient involvement. Attempts have been made and no further information has been provided.